Event description:
It was reported by service report that the toprail was broken. No pt involvement or adverse consequences are reported. MFR's investigation is still ongoing; if add'l info is received, a follow up report may be submitted.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.